Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm software error detected and the motor arm can't communicate with the main arm. Customer's blood glucose at time of incident was unknown mg/dl. The customer was advised that the pump will be replaced and she may continue to use it until the replacement arrives.

Manufacturer narrative:
Device passed the self test and displacement test. No unexpected pump error 53 alarm during testing however, the formatted history file confirmed pump error 53(line number 3148 file number 26) and pump error 4 alarms due to a software error.